Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
An adc customer reported receiving erratic readings on their meter of 130mg/dl and 79mg/dl obtained within ten minutes of one another. The customer further reported that at the time of the readings issue, she experienced symptoms of hypoglycemia and subsequently lost consciousness. Paramedics were called and obtained an hcp meter reading of 35mg/dl and treated customer on scene with intravenous fluids and two doses of dextrose. Customer was not transported to a health care facility and no diagnosis was reported. There was no report of death or permanent impairment associated with this report.